Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an out of range shock impedance beeping alert. Technical services (ts) was consulted and provided reprogramming options. This crt-d system remains in service. No adverse patient effects were reported.